Manufacturer narrative:
Several other clinical issues were identified, including pneumonia, respiratory failure, sepsis, septic shock, cardiogenic shock, right ventricular failure, acute kidney injury, vancomycin resistant enterococcus requiring prolonged antibiotics, heparin induced thrombocytopenia, mediastinitis, ventricular tachycardia, pea and clostridium deficille , that were not associated with device therapy. However, these events were included in order to describe the events prior to the patient¿s expiration.

Event description:
It was reported that the patient did not discharge from original lvad implant. The patient had multiple major complications post-op including sepsis, cardiogenic shock, septic shock, hemorrhagic stroke, subarachnoid hemorrhage status post bilateral ventriculostomies, acute kidney injury, intraparenchymal hemorrhages, acute respiratory failure, right ventricular failure, seizures, vancomycin resistant enterococcus requiring prolonged antibiotics, heparin-inducing thrombocytopenia, mediastinitis, ventricular tachycardia, pulseless electrical activity (pea). Recent medications reportedly included vasopressin, epinephrine, dobutamine, midodrine, daptomycin, meropenem. The major infection/ sepsis was not thought to be lvad related. The source of sepsis was thought to be from blood, bowel and respiratory tract infection. The patient had right pleural effusion/ pneumonia, bronchoalveolar lavage was performed and initial cultures were positive for staphylococcus aureus. Repeat respiratory cultures were positive for enterococcus faecium and serratia marcescens. The patient also had vancomycin resistant enterococcal bacteremia and diarrhea associated with clostridium deficille infection. The patient was treated with antibiotics and antifungals accordingly. The patient had developed pulseless electrical activity (pea) on (B)(6) 2018 but converted. The patient was not following commands and was hypotensive. The family elected to pursue comfort care and patient was made do not resuscitate (dnr) on (B)(6) 2018. Life support was withdrawn on (B)(6) 2018 and patient expired. The family declined autopsy. The patient¿s expiration was listed as not device or therapy related. The adverse consequences were reported as biventricular failure/death.

Manufacturer narrative:
Approximate age of device ¿ 10 days. The lvad remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, the patient became hemodynamically unstable overnight and was taken to the or for placement of an extracorporeal blood pumping system after another manufacturer¿s percutaneous cardiac assist device thrombosed. Postoperatively, the patient was on continuous renal replacement therapy (crrt) and hemodynamics improved. The patient continued on inhaled nitric oxide as well. Postoperatively, the patient¿s central venous pressure and peripheral capillary oxygen saturation (spo2) improved; however, the patient continued to require large amounts of vasoactive medications to support blood pressure. On (B)(6) 2018, the patient¿s neurological status changed. The patient was not moving the upper extremities and barely moving the lower extremities. Computed tomography revealed subarachnoid hemorrhage with extension into the 4th ventricle and hydrocephalus. A right frontal ventriculostomy was performed. On (B)(6) 2018, a left frontal ventriculostomy was performed. On (B)(6) 2018, the patient experienced clostridium difficile (c.diff). The patient was intubated. On (B)(6) 2018, the patient¿s neurological status improved, and the patient was off vasoactive medication support. No further information was provided.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Correction to the aware date for the information reported regarding the major infection/sepsis that was not thought to be lvad related and was treated with antibiotics and antifungals accordingly.

Event description:
On (B)(6) 2018 the patient was febrile with leukocytosis. On (B)(6) 2018 there were positive respiratory cultures for staphylococcus aureus and two days later a positive c. Difficile screen. On (B)(6) 2018 there were two positive blood cultures for enterococcus faecium and one positive for vancomycin resistant enterococcus. There was a positive respiratory culture for serratia marcescens also. On (B)(6) 2018 there was a positive deep wound culture from the right pleural effusion for vancomycin resistant enterococcus faecium. Treatment included oral antibiotics, parenteral antibiotics and antifungal treatment.

Event description:
Additional information was received that during the source review, it was noted that the subject had altered mental status due to infectious encephalopathy on (B)(6) 2018.